Manufacturer narrative:
(B)(4).

Event description:
The patient was in for a device follow-up. It was noted the ra lead's threshold was increased from the previous interrogation. It was also noted that the shock impedance was out of range. The rv lead had no capture. The patient has twiddler's syndrome and both leads will be scheduled for replacement at some point. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.